Event description:
The manufacturer received information alleging that a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to experience nose bleeds, exacerbation of periodontitis, inflammation of the root tip, jaw pain, headache, nausea and lack of appetite. The patient underwent tooth extraction as a result of periodontitis. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.